Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer stated that the air bubbles occurred after 2 hours. Customer stored the insulin in room temperature and did not use pre-filled reservoirs. Customer did not rewind with a reservoir in place.